Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had the pump for 24 hours and it had not alarmed or beeped at all. They stated that the dose done alarm didn't make an audible sound when it occurred. They did not specify if any other alarms made no audible sound. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint and that the pump had been replaced. No other information was provided. (B)(4).